Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419378 lead, implanted: (B)(6) 2009. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage. Additionally, analyst comments noted that the returned partial lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the returned partial lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The full lead was not returned. An approximately 2 cm medial segment of the lead was not returned. The lead was returned with non-severe explant damage. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture at max output and exhibited high and low pacing impedances. A possible lead fracture and possible insulation damage was suspected. The lead was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had high threshold, rising and high impedances. A possible lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.